Event description:
It was further reported that intraoperatively the leadless ipg had been inactivated and remains in the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product ID# mc2avr1-delsys product event summary: a partial delivery system was returned and analyzed. The lumen of the delivery system was torn. Visual analysis of the delivery system indicated damage during use. The analyst noted a partial delivery system was returned without the device, tether, and tether pin. There were no anomalies found with articulation. Deployment could not be tested as only a partial delivery system was returned. There were no anomalies found with the deflection button. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID [mc2avr1-delsys] (serial: [(b)(6]). D9: <(><<)>no> medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported intraoperatively that the leadless implantable pulse generator (ipg) exhibited high thresholds, loss of capture, and no pacing at multiple positions. The leadless ipg was deployed for the seventh time and it was noted that the deployment button failed. The leadless ipg was attempted to be recaptured with the delivery system, but it could not be removed. The leadless ipg was left in the patient despite the loss of capture. No patient complications have been reported as a result of this event.